Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would not power up for use on a patient in cardiac arrest. The involved patient expired. The customer did not allege that device behavior impacted the patient outcome.

Manufacturer narrative:
(B)(4).